Event description:
It was reported that customer experienced high blood glucose. The customer¿s blood glucose level was 25 mmol/l at the time of incident. The customer did not experienced symptoms due to high blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer also reported insulin flow block alarm. No further patient complications were reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.